Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient started noticing some sudden pain in their left foot/same said as ins and today they work up and it was swollen at the top. Patient stated they felt some pain in the back of the their left leg too. Patient stated they turned stimulation off because they had a feeling it had something to do with the device. Patient was to follow up with the health care professional (hcp) to discuss symptoms. No further patient complications were reported/ anticipated as a result of this event.